Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support on impella cp on (B)(6) 2025, the per close failed and tore the artery causing bleeding. Peel away sheath was left in with direct primary care and rep sheath at the hemostatic valve and hemostasis was achieved. Due to the artery dissection, peel away sheath was left in with a donor sheath from the impella peel away short sheath. Vascular will be consulted in the am. Pulses found in distal pt, but not at. Since receiving volume and dobutamine, suction alarms present in the cath lab have subsided. Plan is to let the patient rest overnight and reevaluate next steps in the am. Access site is cardiac distress inventory. Care was withdrawn and the patient expired.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. The pump was not returned for investigation. Data log review was not required for this case run. Access site adverse event (hemorrhage/bleeding): the cause of the access site bleeding issue was most likely unintentional use-related, based on the given clinical details. Mechanical interaction with tissue (vascular dissection): the cause of the vascular damage issue was most likely unintentional use-related, based on the given clinical details. Clinical symptoms (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.